Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was noted to be depleting quickly. The customer's blood glucose level was 350 mg/dl and it was addressed with a correction bolus. Review of t:connect pump data indicated that on (B)(6) 2016 the battery was fully charged and that 2 days later, the battery gauge displayed 50%.